Event description:
It was reported that the patient experienced a pocket infection. The implantable cardioverter defibrillator (ICD) system was remove, and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.